Manufacturer narrative:
Combination product: yes. 10-mar-2025 lead is out of service but was only able to be partially extracted. Lead also showed rising threshold and low pacing impedance. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Intermittent noise can be seen on the rv and ff channels. The noise was picked up in a periodic recording from (B)(6) 2024. No inappropriate detections have occurred. Patient will be brought in for full lead evaluation. No adverse events reported. Lead remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.